Event description:
After an implantation period of approximately 79 months it was reported that the lead was extracted due to unspecified lead failure. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 7 cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the fixation tines and ring electrode were found covered in fibrotic growth. Calcifications are known to cause high impedances and pacing thresholds and is thus assumed to be the root cause of the observed lead failure. Furthermore, additional cuts into the insulation and a deformed outer conductor coil were found between 40 cm and 38 cm proximal to the lead tip, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.